Event description:
The following has been reported: customer reported: "pump complaint. Ssm health sluh campus. Pump serial # (B)(6). Interruption to active infusion. ICU patient had an active propofol infusion that was started (B)(6) 10:18 am. Multiple dose rate changes and new volumes sent to the pump throughout the day without issue. (B)(6) 00:05 hrs, the pump triggered a pump problem alarm (red) mid infusion which stopped the infusion and could no be cleared. The nurse attempted to reload the set multiple times without success and ultimately obtained a new pump in order to continue the infusion. It is estimated the patient's sedation was interrupted for approximately 10-15mins. No untoward clinical outcomes during this interruption were reported. The pump is plugged in and in standby so that logs can be pulled. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.